Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and . The customer¿s blood glucose level was 320 mg/dl. The customer reported that the unable to troubleshoot due to keys were not responding. The customer stated that the scroll bar was not moving with no input. Customer stated that there was no response from any button. The customer reported that they also had insulin flow block alarm and was unable to clear it. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.